Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was showing post paced t wave over-sensing. No changes were reported. The patient was asymptomatic.